Event description:
The customer contact reported a leak; subsequently, air was noted distal to the air eliminating filter. At an unspecified time, the tubing set was primed with normal saline and was used to deliver diphenhydramine 50mg, at a rate of 110ml/hr for a duration of 30 minutes, via a plum pump. The customer contact reported that after the delivery was complete, the piercing pin of the tubing set was removed from the solution container. The piercing pin of the tubing set was reinserted into a second solution container to deliver ipilimumab, 180mg/kg, at a rate of 93.3 ml/hr, via a plum pump. After an unspecified length of time, the nurse entered the patient's room to check on the delivery and found that unspecified volume of solution had leaked onto the patient's bed. At this time, unspecified volume of air was noted at the connection of the tubing and the semi-rigid adapter on the outlet port of the air eliminating filter of the tubing set. No air was delivered to the patient. The tubing set was removed from clinical service. It was reported that a replacement solution container of ipilimumab 50mg/kg was obtained and the therapy was resumed using a replacement tubing set. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The lot number of the device that was in use is unknown. The customer identified two possible lot numbers (plots). The possible lot numbers are 062665h and 082065h. This report represents all the information known by the reporter upon query by hospira personnel.